Event description:
It was reported that during a call about a supply change for an ilet system, the patient reported a blood glucose of 400 mg/dl and ended the calls before information could be gathered to determine contributing factors. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included attempted follow-up calls and a voicemail, along with troubleshooting and education efforts. Investigation of this case revealed that the cause of the hyperglycemia remained unclear due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.